Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infections, bowel problems, recurrence, bleeding, dyspareunia, emotional distress and product problem. The plaintiff also experienced erosion, rectocele, enterocele, pelvic pain and pressure, urinary frequency and urgency. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR# 2183959-2015-00492. Related to MFR# 2183959-2015-00494.